Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. Prior to the event, the customer experienced several no delivery alarms. The customer declined troubleshooting and asked to have the insulin pump replaced. Nothing further was reported.